Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination. During the procedure, lost image has occurred and the air was not removed from the catheter when flushing during preparation. The procedure was completed with another of the same device. There was no patient complications reported.